Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, the ophthalmic irrigation aspiration tip was deformed and the aspiration was poor. The surgery was completed by using new irrigation and aspiration tip. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. One opened polymer irrigation aspiration curved tip was returned for the reported issue of deformation insider aspiration port and poor aspiration. The returned sample was visually inspected and was found to be non-conforming with flash in the port hole observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The evaluation of the returned sample confirms that the port hole at the tip was found with flash. The polymer irrigation and aspiration tip is a component that is received at the manufacturing site from an external supplier. The root cause of the molding issue is related to the supplier¿s manufacturing process and it was missed during the downstream inspection in the manufacturing process of the polymer irrigation and aspiration tip. All irrigation aspiration tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).